Event description:
A malfunction was reported when the customer placed the pump in wet pockets at the pool. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent, instructed the customer on backup therapy using mdi, and provided guidance on using the new pump and returning the malfunctioning one.